Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing frequent and extended ipg charging. It was noted that the ipg would not reach a full charge. Database analysis revealed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The patient underwent a pocket revision and ipg replacement procedure per physicians preference. The patient was doing well postoperatively.